Manufacturer narrative:
Philips received a complaint on the v60 ventilator indicating that the there was a blower temperature high alarm. During a check of the device, the device produced a blower temperature high alarm. The power was turned on at the sales office, and the alarm was confirmed to be reproducible. It was stated that the device continued to operate otherwise. On 27aug2025, an authorized service provider (asp) evaluated the device at a repair center. No blower temperature issue was duplicated or observed at the repair center. Following the service at the repair center, the asp completed a cleaning, running test, and functional test before returning the device to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the there was a blower temperature high alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. During a check of the device, the device produced a blower temperature high alarm. The power was turned on at the sales office, and the alarm was confirmed to be reproducible. It was stated that the device continued to operate otherwise. This investigation is ongoing.